Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. Device history record shows no deviations or abnormalities. No similar complaints filed. No other info is available.

Event description:
It was reported that pt underwent hip procedure in 2009. Two weeks later, pt went to the hospital, where dislocation between the bi-polar cup and the modular head was detected. Surgeon has elected not to revise the implant due to the pt's age.